Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. First device history records was conducted. The report indicates that the: lot number 4213813 is not a valid lot number for part number 03.010.104. Unable to perform DHR review. Service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed the investigation could not be completed; no conclusion could be drawn, as no product was received, the report indicates that the: lot number is unknown at synthes (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke during a distal humerus fracture repair. The drill bit broke under too much force/stress. There was no surgical delay. A piece of the instrument remained in the patient after surgery. There was no intention of retrieving the drill bit fragment because it was too deep to remove. The procedure was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Lot number was identified. Device history records was conducted. The report indicates that the: DHR review for part#03.010.104 lot #u213813, release to warehouse date: december 23, 2014, supplier- (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. On 9/16/15: product was not returned; investigations could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Evaluation method code 3317 added for device history record review reported in medwatch follow up #1. Synthes manufacturing location corrected. Additional narrative in initial medwatch stated a service history evaluation was performed for the subject device but could not be completed. This statement was reported in error as this device is not a serviceable item and a service history evaluation was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 1 for (B)(4).